Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced severe episodes of bradycardia and an episode of asystole. In addition, the patient fell and broke their hip. It was further reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri), and was approaching end of life (eol). Remote transmissions indicated that inconsistent pacing was observed, and the magnet rate may have been higher than programming parameters. In addition the right ventricular (rv) lead was reported to have fractured. The device and rv lead were replaced. No further patient complications have been reported as a result of this event.